Manufacturer narrative:
On 4/8/2019, it was reported to mentor that the patient identifier is (B)(6). The patient¿s phone number is (B)(6). The patient¿s address is (B)(6). The patient¿s email address is (B)(6). The date of implantation is (B)(6) 1999. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants for unknown indication in 1998 developed hashimoto's and her thyroid antibodies are out of normal range. The patient reported her immune system is affected due to her 19-year-old saline implants. The patient also reported she has tested positive for being sensitive to several of the silicone components from the silicone 19 panel and have a high level of metal toxicity which her doctor claims are the same metals found in the silicone. The patient reported hair loss, brain fog, weight gain, joint and muscle pain, tingling in her limbs, heart palpitations, candida, skin rashes, irritability, mood swings, insomnia, irregular periods, depression, migraines, dry skin, sinus infections etc. No date of explantation or revision was provided. No product issue, such as deflation, was reported. The root cause of the patient's symptoms are not clear. No additional case details were provided. No patient name or contact information is available at this time, therefore no follow up can be completed. Should additional information become available, this case will be re-assessed and notes will be updated.